Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6061863. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer had a 31 g x 5 mm bd ultra fine¿ mini insulin pen needle break off in her abdomen and she removed it with her fingers. A week prior to this incident she had another 31 g x 5 mm bd ultra fine¿ mini insulin pen needle break off during use. The consumer was taken to a hospital by her sister and received an x-ray. As of the date of this report, the consumer had not made bd aware of the results of the x-ray. No further interventions were reported.

Manufacturer narrative:
Results: seventy two unused and sealed samples were returned for evaluation. Thirty of the seventy two devices were examined and no bent or broken cannula was observed. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6061863. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.